Manufacturer narrative:
Investigation conclusion: returned and retention devices of the reported lot were tested with clinical hcg-negative urine and all devices produced negative results at the read time. A review of manufacturing batch records did not uncover any abnormalities. Retention devices tested with patient serum produced faint positive results at the read time. Quantitative hcg analysis for the returned sample produced a result of 9.2 miu/ml. The product has a urine hcg cutoff concentration of 25 miu/ml and serum cutoff concentration of 10 miu/ml. The patient sample had a hcg concentration below the product's cutoff but had non-zero hcg values. The intensity of the red color in the test line region (t) will vary depending on the concentration of hcg present in the specimen. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following events occurring for one patient: the patient was reported to be either (B)(6). On (B)(6) 2017, the patient was tested prior to a surgical procedure. A serum sample was drawn and tested using a fisher-sure-vue hcg-stat serum/urine test. A very faint line was observed at the read time of five minutes and the customer interpreted this result to be a positive hcg result. The surgery was delayed in order to perform confirmatory testing. The serum was tested and produced a quantitative result of 7 miu/ml. The physician consulted with a pathologist and the quantitative result was determined to be negative. The surgery was subsequently performed. Although requested, no additional information, including the type of surgical procedure, is available.

Manufacturer narrative:
Corrections: event problem and evaluation codes corrected. Data updated to the following: investigation conclusion: returned and retention devices of the reported lot were tested with clinical hcg-negative urine and all devices produced negative results at the read time. A review of manufacturing batch records did not uncover any abnormalities. Retention devices tested with patient serum produced faint positive results at the read time. Quantitative hcg analysis for the returned sample produced a result of 9.2miu/ml. The product has a urine hcg cutoff concentration of 25miu/ml and serum cutoff concentration of 10miu/ml. The patient sample had a hcg concentration below the product's cutoff but had non-zero hcg values. The intensity of the red color in the test line region (t) will vary depending on the concentration of hcg present in the specimen. Clinical studies have shown that the device produced 100% positive results with samples at the hcg cutoff concentration; however, a distribution of positive and negative results is observed with samples below the hcg cutoff concentration. The device detects the presence of hcg at the sensitivity of 10 miu/ml in serum and 20 miu/ml in urine. The returned samples had hcg concentrations below the product's hcg cutoff concentration. This cannot be ruled out as the cause of the complaint. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.